Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard femoral component catalogue# 183002 lot# unknown, vanguard bearing catalogue# 183420 lot# unknown, biomet tibial tray catalogue# 141222 lot# unknown, biomet patella catalogue# unknown lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07243, 0001825034-2018-07244.

Event description:
It was reported a patient underwent right primary total knee arthroplasty. Patient underwent left knee manipulation procedure approximately month and half post operative. Patient underwent two additional manipulation procedures on left knee over the next month and half.